Event description:
(B)(4) after having essure implanted in (B)(6) 2011 and returning to confirm they were in place 3 months later, within 2 months I was starting to notice random problems. I was experiencing abnormal cycles, thick discharge between cycles, joint pain and stabbing pain and bleeding during intercourse, extreme brain fog, fatigue and my mild allergies began to increase into daily headache, congestion, dizziness. During the summer months I experience severe edema, averaging 12 lbs. Of water weight gain. About 3 years ago I began having dental issues and started getting cavities and then several teeth broke off. I just recently had my last 4 top teeth pulled and dentures put in at (B)(6). I have several more fillings and 2 root canals that need to be done and my dentist isn't sure if he'll be able to save the rest of my bottom teeth. I experience numbness in my hands daily, severe insomnia and depression that I now have to be on medication for, as well as anxiety that I have never experienced before. I used to experience 2-3 days of mild pms before my cycle but the last 2 years it has turned into 9-14 days of severe pmdd and terrible cramps for days once my cycle begins. For almost 2 years I suffered with constant yeast infections until I began taking a daily cranberry supplement that has gotten it under control. I have been unable to lose any of the (B)(6). I have gained, as I am too tired and in too much discomfort to exercise vigorously. I had spoken to my pcp about all/various symptoms at different times and was just put off or referred to another doctor. After seeing to gyn's and being told that they wouldn't do surgery because it wouldn't be worth the risk, I finally started researching the problems other women were having with essure and realized I was not crazy and it wasn't all in my head, as several doctors had insinuated.